Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient's remote monitor displayed a red icon, which can be indicative of a device issue that could compromise critical therapy availability. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient was put in hospice and had not been seen in the clinic for a couple of months. No further information was provided. This device remains in service. No adverse patient effects were reported.